Event description:
Physician reports that on 25 may 1999, pt observed foreign body sensation and a light colored mass at the area of the right upper puncta. Pt assumed this was the punctal plug becoming displaced. Upon examination in the clinic, it was observed that the light colored mass was granulated tissue which had completely surrounded the punctal plug and extended 0.5 to 1.0 mm past the lid margin. The physician reported that the tissue was removed using topical anesthetic and jeweler's forceps. Removal of the punctal plug was attempted, but the top of the plug broke off at the skin level, requiring a one-snip cut down under local anesthesia to remove the remnant.